Event description:
Placement of permanent hemodialysis catheter (tesio split cath) in the or. After catheter was placed, the physician discovered that the extension ports had been mis-labeled (wrong color). The red and blue colors were in reverse.